Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Since part and lot numbers have not been received a device history record review could not be completed. These devices are used for treatment surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Manufacturer narrative:
Information was received via journal article. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that of the stable femoral components with lytic lesions, eleven were erosive and five linear.